Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed error code 1009 ((vent-inop): pressure regulation high). There was no patient involvement when the issue occurred. No patient or user harm reported. The customer reported that the device could not be used when the proximal pressure line was removed. It was then reported that air was rushing from the port just before the machine gave a " vent inoperative 1009 pressure regulation high" and shut down. It was noted that the biomed would repair the device. The investigation is ongoing.

Manufacturer narrative:
A follow up was performed with the customer, and it was reported that the issue was resolved after the machine and proximal tubing were swapped. The device was returned to service.